Manufacturer narrative:
(B)(4). Batch # = n9069j. Additional information was requested and the following was obtained: just to clarify, were the clips themselves cutting the vessels? Surgeon says clips were cutting vessels. Or were the device jaws cutting the vessels? What was the shape of the clips that were applied? Mostly formed some scissored. Were clips scissored? Were clips malformed? Were clips unformed? How much blood loss was there (mls)? Unknown. Was a transfusion required? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 2 clips as intended. No scissored clips were noted during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a deep inferior epigastric perforators flap (breast reconstruction) procedure, the surgeon says clips make vessel bleed when applied. Case completed with another device of the same product code.